Event description:
It was reported that during the implant procedure, high impedance occurred when the helix would not extend on the right ventricular lead. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.